Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is possible. Additionally, erkodent reported no further complaints for this material lot. Lot#epro4-11892209 (erkoloc-pro) was manufactured from june 1, 2022 and was assigned an expiration of june 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, there was medical intervention required and the patient was prescribed magic mouthwash. There is an allergy to penicillin and bactrim and a medical history of depression, gastroesophageal reflux disease (gerd), psoriasis, and thyroid disease (specific type unknown). The patient current medications are: synthroid, liothyronine, wellbutrin, otezla, and pepcid. IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water (for cleaning). Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry."

Manufacturer narrative:
The device has not been returned. If/when the device is returned, a supplemental report will be submitted. Section a4: the patients weight is not provided as it is not taken at the time of the appointment. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable this complaint will be kept on record for track and trending purposes.

Event description:
Received the patient questionnaire on (B)(6) 2023.the device was issued on323 and used that day and the reaction occurred on (B)(6) 2023. The patient experienced "redness, puffiness around gums, and palate. Also noted were white patchy sores. The device was discontinued (B)(6) 2023. The reaction had not fully resolved as of (B)(6) 2023 but has decreased. There was medical intervention required and the patient was prescribed magic mouthwash. There is an allergy to penicillin and bactrim and a medical history of depression, gastroesophageal reflux disease (gerd), psoriasis, and thyroid disease (specific type unknown). The patient current medications are: synthroid, liothyronine, wellbutrin, otezla, and pepcid. With regards to the device: the device was cleaned with soap and water prior to delivery. The patient cleaned the device with soap and water as well. Device is available for return.